Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a routine cannula change the cannula would not "click" in. There was patient involvement, and no adverse event reported.

Manufacturer narrative:
Investigation summary: one sample returned sample was received in unused condition and in its original packaging. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination. Per visual inspection, no damage was identified on the sample returned. A ring gauge test was performed to verify the external diameter ¿click fit od - over bumps¿. The sample failed the ¿minimum¿ ring gauge test. Failure mode reported: ¿a0266 - inner cannula problem¿ was confirmed. The inner cannula gauge was found to be defective/out of spec. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.